Event description:
It was reported that during a substernal thyroidectomy procedure the device did not cauterize and "failed to stop the bleeding." There was a large amount of bleeding, and the pt received a transfusion of two units of blood. Bipolar cautery was used to help stop the bleeding as well as a new harmonic scalpel. Additional info regarding the device, the pt and the event was requested, but no additional info was provided. A supplemental report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the device passed all functional testing. A burn mark was present in the tissue pad from the proximal end of the pad to about midway to the distal end showing evidence that the device was operational while in use in the field. The pattern of the burn mark is indicative of an insufficient amount of tissue between the proximal end of the blade and the tissue pad at some point during use. The instructions for use state that "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them."